Event description:
It was reported via repair work order that the bed was intermittently turning on and off due to power cord sheathing was damaged and exposing wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.